Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.

Event description:
It was reported while using bd¿ luer slip tip syringe with attached needle 25 g x 5/8 in., sterile mold was discovered. There was no report of patient impact. The following information was provided by the initial reporter: the customer claims they see mold on the product unit.

Event description:
It was reported while using bd¿ luer slip tip syringe with attached needle 25 g x 5/8 in., sterile mold was discovered. There was no report of patient impact. The following information was provided by the initial reporter: the customer claims they see mold on the product unit.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.